Manufacturer narrative:
(B)(6). (B)(4). Investigation / evaluation a review of the complaint history, instructions for use (IFU), manufacturing instructions (mi), quality control (qc) and a visual inspection of the returned used device were conducted during the course of investigation. Upon visual inspection of the returned device, the sheath shaft and dilator did not appear damaged; however, the sheath tip was inspected and there appears to be two splits on the tip, with some wrinkling of the material between the two splits. Per quality control specification, there is a 100% inspection confirming distal ends of sheath and dilators are smooth and free of rough edges and that there is a smooth transition between the sheath. The surfaces of sheath and dilators are also confirmed to be free of excessive dents, bumps, or scratches. There is no evidence to suggest that the device was not made to specification. Per the IFU provided with the device, it lists instructions for sheath introduction including, "insert the dilator completely into the introducer and, for introducers with tuohy-borst valves, tighten the tuohy-borst valve around the dilator." The damage to the sheath tip likely occurred when the device was being inserted into the patient, however, the definitive root cause could not be determined. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Per the health risk assessment, no risk reduction activities are necessary at this time.

Event description:
During a aaa repair with a tbranch via left brachial access procedure on the male patient, the ansel sheath was prepared, and advanced over the lunderquist wire; however, the sheath wouldn't advance. Upon removal of the sheath, it was noted that the tip was damaged. Damage was also noted to the brachial artery; resulting in surgical repair. The doctor is not entirely sure if the sheath was to blame, but the damage to the end of the sheath was a factor in the artery needing surgical repair. Neither was the user able to determine if the sheath was damaged prior to patient use or during advancement into the artery. The patient did not experience adverse effects due to this event.

Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation.

Event description:
During a aaa repair with a tbranch via left brachial access procedure on the male patient. The ansel sheath was prepared, and advanced over the lunderquist wire; however, the sheath wouldn't advance. Upon removal of the sheath, it was seen that the tip was damaged. Damage was also noted to the brachial artery; resulting in surgical repair. The doctor is not entirely sure if the sheath was to blame, but the damage to the end of the sheath was a factor in the artery needing surgical repair. Neither was the user able to determine if the sheath was damaged prior to patient use or during advancement into the artery. The patient did not experience adverse effects due to this event.